Event description:
Pt was to get 1 meq/hr versed. Syringe pump alarmed "vol limit". Rn found syringe completely empty. Rn witnessed pump rate at 1cc/hr. Notified bedside rn of empty syringe. Pt received full 50mg.